Event description:
It was reported that a home patient (hp) received a system error 2367 (resume error, critical error found) alarm on a homechoice (hc) machine during use. The caregiver (cg) was looking through the alarm log and noticed the system error 2367. No prior error was found that would have caused this alarm. The cg stated that the alarm had already been cleared and that the hp had been disconnected from the hc. The technical service representative (tsr) advised the cg to have the hp call at the time of the alarm for troubleshooting. No patient injury or medical intervention was indicated in association with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.